Event description:
It was reported that the patient experienced two infusion set tubing leakage events on (B)(6) 2026. The leakage was observed at the insertion site. The infusion set had been in use for two days for the first event and six hours for the second event. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.